Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrocardiogram (ECG) demonstrated a possibility of oversensing of the right ventricular (rv) lead and undersensing of the right atrial (ra) lead. It was further reported that the patient is deceased and died in a manner unrelated to the device system.